Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was having a lead revision to place surgical leads in place of percutaneous leads because on the leads stayed in the gutter, wasn¿t giving them stimulation, and they could not reprogram around it. No other issues with the leads were known. The date of the revision was (B)(6) 2018. The patient was currently on the operating table during the call, and the implanting physician asked representative if they could soak the ins in antibiotic solution while it was out of the body during the revision. The representative was advised to avoid soaking the ins in any solution as defined in product manual. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the percutaneous leads were removed, and the account threw them away. They stated that the leads will not be returned. The rep added that nothing was wrong with the leads or their function. They noted that the patient¿s anatomy would not allow for the percutaneous leads to stay in position to provide appropriate stimulation. They were replaced with a surgical lead for more stability. The rep stated that the newly implanted surgical lead has resolved the stimulation issue. The patient is doing well and is receiving stimulation where they need it now. No further complications were reported or anticipated.